Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error confirmed in the pump history due to cold solder joint on u1 keypad assembly. Unit communicated properly with the test guardian link transmitter and tested with glucose sensor simulator. Calibration functioning properly during testing. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and failed battery and cannot calibrate.  The customer's blood glucose level was unknown at the time.  Troubleshooting found that the pump failed the pump self test twice. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.